Event description:
It was reported that the patient had a increase in the amount of short v-v intervals; however, the average count per day was noted to be low. The lead remains in use. No patient complications have been reported as a result of this event.